Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number t4014f, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? How was the case managed/completed?

Event description:
It was reported that during an unknown procedure, device cut tissue instead of applying clip.

Manufacturer narrative:
(B)(4). Batch # r94p1f . Device analysis: the analysis results found that the msm20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 16 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch r94p1f number, and no non-conformance's were identified. Additional information was requested, and the following was obtained: response: no further information available.